Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. Moreover, due to the following facts found from the investigation of this complaint, investigator could not determine the cause of the reported phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the event occurred during preparation for use, prior to a linear endobronchial ultrasound (ebus) diagnostic procedure. It was reported that the procedure was completed using similar device with delay. The customer also reported that after further troubleshooting the next day, it was determined that the linear ebus cable was defective and was repaired and everything working well.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking at the forceps channel, scope connector had fluid invasion, image issue, control body had fluid invasion, insertion tube buckled, bending section issue, and switch 1- switch 4 not working. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope exhibited no image when plugged into processor. However, using the same processor and connected another ebus scope and the scope worked fine. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.